Event description:
The customer reported that the pacing circuit is faulty, it fails above 70ma and 60 beats as per test instructions in manual. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the pacing circuit is faulty, it fails above 70ma and 60 beats as per test instructions in manual. No patient involvement was reported. The device was evaluated by a philips fse and the symptom could not be duplicated. The device passed all required testing and was returned to the customer site. Based on the customers report we are considering this a malfunction. We cannot determine the cause since the symptoms could not be duplicated.